Event description:
During the atrial fibrillation procedure, after flushing the introducer and inserting it into the patient's right atrium, blood leakage was noted from the hemostatic valve when the dilator was removed prior to catheter insertion and septal puncture. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only device inserted directly into the hemostatic valve was the included dilator. No additional venipuncture was performed for the sheath replacement. There was no resistance during dilator insertion. The dilator was inserted into the sheath and used properly as per the instructions.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.